Manufacturer narrative:
The extension included in the event was provided with two serial numbers. The hcp did not know which extension was involved. The serial number of the extension was either (B)(4) or (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Device information was received.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted with an ins and contact 11 showed high impedance afterwards. The high impedance was found during troubleshooting with th clinician programmer. A second procedure was performed, and the patient's extension was disconnected from the ins, cleaned and reconnected. The issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.